Manufacturer narrative:
Patient information was unavailable from the site. A site representative has declined to provide patient information. A medtronic representative inspected the imaging system on-site. It was found that the gantry y-drive assembly was malfunctioning and required replacement. The assembly was replaced and the issue was resolved. The malfunctioning part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system gantry could not be moved up during a spinal fusion procedure. The procedure was still completed successfully with the imaging system with no delay. The patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect positioner motion control box was unable to replicate the reported issue. Installed positioner motion control box in test imaging system. Motion calibrated and readied as expected. X, y, and z axes are functional. Door open/close functioned while under test. No problem found. Investigation of returned suspect y-drive assembly finds that the reported issue was confirmed. Returned device failed bench test. Motor not functional / not cycling on. The motor is worn out. Worn out motor. Failed visual inspection, play found in shaft from worn bearings.